Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: spdr01 ipg, implanted: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased and the cause of death is unknown. Two pacing leads were returned for analysis and were tested out-of-specification. Additional information related to the cause of death was requested and is not available.